Event description:
Patient needed variceal banding. Boston scientific bander was requested. Once scope was introduced into patient, varices were located, and bands were attempted to be placed. Physician suctioned up enough tissue to cause a "red out" and when time to deploy bands, the bands never deployed. Physician tried multiple times to get equipment to work and bands never deployed. Physician removed scope from patient and attempted to deploy bands outside of patient and again bands did not deploy.